Event description:
It was reported that the user experienced intermittent communication failure resulting in signal loss between the dexcom g7 sensor and the ilet, and support guided the user to toggle cgm settings and attempt to re-pair the sensor, including allowing time for reconnection; the affected components were associated with electrical/magnetic functions and the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found despite the reported intermittent communication failure involving the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.